Event description:
Boston scientific received information that during a review of medical history a lead safety switch had occurred on this right ventricular lead in the past, which is likely indicative of an out of range impedance measurement. No other information could be obtained about the event or nature of the measurement, and with current information, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.